Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not be conclusively established through this evaluation. Device was not explanted and will not be returned for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 24feb2022. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction,¿ lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The hm3 lvas IFU lists all potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including right heart failure. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to coronary spasm with closure of the main stem followed by severe right ventricle (rv) failure. Patient suffered from a spontaneous, severe coronary spasm which followed in a severe rv failure due to closure of the main stem. Emergency right ventricle extracorporeal membrane oxygenation (ECMO) was placed. Therapy was limited due to wishes of the family members. Left ventricular assist device (lvad) operated as expected. Autopsy was not performed.